Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set disconnected between the tubing and the connection cap while a patient was receiving iron. It was further reported that some of the patient's blood flowed through the cap and remained in the tubing cap while the iron infused through the tubing and onto the ground. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.